Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain that became unbearable. She underwent removal of the implant by removing fallopian tubes and the uterus. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pain became unbearable") in a female patient who received essure for contraceptive implant. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concomitant products included spasfon. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal discomfort ("felt like her stomach was being burned with a blowtorch, like she had a spike in her stomach"), thyroid disorder ("her thyroid was deregulated"), alopecia ("lost hair"), fatigue ("had extreme fatigue, but in fact her bloodwork was totally normal") and allergy to metals ("nickel intolerance"). The patient was treated with surgery (emergency removal of the implant by removing fallopian tubes and the uterus). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal discomfort, thyroid disorder, alopecia, fatigue and allergy to metals had resolved. The reporter considered pelvic pain, abdominal discomfort, thyroid disorder, alopecia, fatigue and allergy to metals to be related to essure. The reporter commented: the insertion procedure was done vaginally on an outpatient basis. The next day of insertion, she went to work with a little bit of spasfon. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain that became unbearable. She underwent removal of the implant by removing fallopian tubes and the uterus. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.